Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower device screen blacked out, tried to user tried to reboot, unplugged the power from the power and powered it up again but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the unit had no power because the wall outlet was switched off and the machine power switch was in the off position. A field service engineer connected the device to a powered outlet, switched the machine on, and verified full functionality with all systems operating normally. The system functioned as intended after the field service engineer had repaired the device.